Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 18222808. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18117906/18117906.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure and the explanted device components were kept by the medical facility. No further information could be obtained despite good faith efforts.